Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The lot number is unknown; therefore, the device history records are unable to be reviewed. Without a product return, no product evaluation is able to be conducted. Based on the information provided, the most likely root cause of the event is the patient's allergy to adhesives. Report two of two for the same event, reference 2242816-2015-00087.

Event description:
The patient reported a rash while using 72r electrodes with the retainers (cover patches). The patient stated she has a known allergy to adhesives and was having an allergic reaction to the tape on the electrodes. She reports the rash began around the incision in the middle of her back and spread around to her stomach. In addition, she reports the rash lasted one to two weeks and looked similar to a measles rash. She reports that she was prescribed a steroid cream and the rash cleared up within 3-4 days. Upon follow up the patient reports that she is now changing, the electrode placement daily and has not has any further issues.